Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the preloaded intraocular lens (iol), the patient's astigmatism got worse and poor vision was noted account indicated that there were no issues with the iol axis. Through follow-up, we learned that the physician aimed for emmetropia; however, there was a two line or more reduction of best corrected visual acuity (bcva). The iol was explanted and the patient presented with a corneal edema, for which the cause is unknown. No further details provided.

Manufacturer narrative:
Additional information: section b5 describe event or problem: additional information was received which reported that after the iol was explanted and replaced, no visual acuity had developed due to severe corneal edema. The cause remains unknown. The patient presented a higher cerebral dysfunction and upon examination no cause could be attributed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.